Event description:
Same case as 2134265-2013-06836. (B)(4) study. It was reported that following a stenting treatment procedure, myocardial infarction, angina pectoris, nausea during procedure and loss of septal branches occurred. In (B)(6) 2013, the subject presented with stable angina (ccs class 4) and the subject was referred for cardiac catherization. Target lesion #1 was located in the distal rca (cass site #3) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid rca with 95% stenosis and was 34 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 38 mm study stent with residual stenosis 0%. Target lesion #3 was located in the distal lad with 80% stenosis and was30 mm long (per edc), 50 mm (per source) with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with pre-dilatation and placement of two (a 2.25 x 32/38 mm and a 2.5 x 28 mm) study stents with residual stenosis 0%. Post deployment of the 2.25 x 32/38 mm study stent in the distal lad (cass site #14), plaque shift was noted which was treated with placement of a second 2.5 x 28 mm bailout study stent. While the lad was intervened , the patient presented with chest constriction and nausea which persisted without any ECG changes till the end of the procedure, probably secondary to loss of small septal branches with elevation in myocardial damage enzymes. Post index procedure, the subject developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with the universal definition of mi (peak troponin I: 3.37 ug/l, uln: 0.07 ug/l). The subject was discharged two days after on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).